Manufacturer narrative:
One bipolar pacing catheter with an attached monoject volume limited 1.3 cc syringe at gate valve was returned for examination. A string was found attached to the catheter body at the 40 cm marker. The reported event of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from the catheter body, balloon, windings or returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. Lot number was not provided, therefore review of the manufacturing records could not be completed. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. The IFU contains precaution: it is possible to stretch the body of the catheter and cause the internal thermistor wires to detach, there by breaking the circuit. Be certain that the techniques of testing and cleaning do not include a procedure that would stretch the catheter, forceful wiping or stretching of the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that it was unable to pace on the first day of use. Information such as the background of malfunction occurrence, the phase when the catheter was unable to pace, what kind of surgery/examination the catheter was used for, if the patient had cardiac conduction defect or if any action was taken for the problem is unknown. Patient demographic information requested but unavailable. There were no patient complications reported.